Event description:
At an unknown time period following the placement of 5 cypher stents, the pt returned for follow up. A stent fracture was noted on fluoroscopy with in-stent restenosis. It is unknown if add'l treatment was necessary. This pt was admitted for cardiac catheterization. Indication for procedure is unknown. The target vessel is identified as the obtuse marginal branch. No vessel or lesion characteristics are provided. It is unknown if the lesion was pre-dilated. A cypher 3.0 x 33mm stent was deployed at 14 atms for 30 seconds. It is unknown if post-dilatation was performed. Follow up coronary angiogrphy with ivus is noted to have been done 10 months following the procedure - but no details are provided.